Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that after changing battery on insulin pump, display would go blank with no warning. Customer also reported of being hospitalized on february 1, 2016 with blood glucose of 1000 mg/dl. Customer was hospitalized due to unexplained high blood glucose. Customer was hospitalized for three days and was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting of insulin pump but stated that battery cap had to be screwed on tightly in order for insulin pump to work. Customer was advised that battery cap would be replaced.